Manufacturer narrative:
This is one of one initial/final MDR being submitted for this complaint. (B)(4). Concomitant devices chikai14 by asahi intecc, fubuki 6f by asahi intecc, sl10 microcatheter by stryker, cashmere 4×8 coil (lot unknown), cashmere 4×6 coil (lot unknown), target 3×4 (by stryker) - 2 coils, enterprise2 stent (lot unknown). The reported failure of the prowler catheter being obstructed could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by a health care professional, during the procedure, the physician experienced a pre-insertion electrical check error with an enpower cable (ecb00018200/p11371) and resistance when using a prowler select plus (606s255x/17334305). The physician approached 6f guiding catheter to right internal carotid artery and then inserted a competitor's microcatheter into the aneurysm. An enpower cable (ecb00018200/p11371) was connected to a cashmere4×8 (catalog/lot unknown) coil before insertion but the green system ready light did not illuminate. Another cable was used instead and the light illuminated. The coil was inserted, however was oversized, so it was replaced with a cashmere 4×6 (catalog/lot unknown), which was detached. The physician then inserted the second coil a competitor's coil, but he felt a strong resistance and the 1st coil moved slightly. Thus he decided to implant an enterprise2 (catalog/lot unknown). A prowler select plus (606-s255x/17334305) catheter was approached at the distal end of the aneurysm. A strong resistance was experienced at the hub of the microcatheter when inserting the enterprise2 stent. The enterprise2 was removed from the introducer to check for damages, no abnormalities were found. The microcatheter was replaced with a new one, and the enterprise2 was successfully inserted and implanted. Two more coils were implanted and the procedure was successfully completed without further issues or delay. There were no patient injury or complications reported. The procedure was the coil embolization of an aneurysm at internal carotid artery-opthalmic segment. The patient's gender and age is unknown, and the vessels were mildly tortuous and not calcified. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect or damage was noted on the products prior to and after the event. The complaint products have already been disposed and not available for the investigation. No further information is available.